Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion by having 50ml still left to be infused. The device showed accuracy test results that were between 4% < 6%. It was also reported that the device had an upstream occlusion and that the latch lock is not working properly. It's unknown if the patient received the remaining infusion but there was no reported injury or adverse events.